Event description:
The customer reported that while the iabp was plugged into a wall outlet in the cath lab, not in use, smoke and an unpleasant odor came from the iabp. The operating room was evacuated. Three members of the hospital staff reported a burning sensation around the throat and eyes. No medical treatment was sought. A catheterization procedure being performed in the next room was stopped. No patient injury was reported. The fire department was called, and they did not find anything in the room that would have caused the smoke. The customer's biomed evaluated the iabp. They reported that when machine was turned on, the power supply fan on the iabp blew the same smell as that in the room at the time of the event.

Manufacturer narrative:
A company service representative evaluated the iabp. He confirmed that an odor was coming from the power supply vent. We are in the process of making arrangements for the power supply to be returned to the factory for further evaluation. A follow-up medwatch will be submitted. (B)(4).